Event description:
Pt revised to replace broken poly, polywear and loose poly noted.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported device fracture without the product to examine. It was noted the product was implanted for approximately eighteen yrs. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.